Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a diluent leak from the red striped silicone tubing at fitting ff170. This tubing is involved in routing backwash operations. The fse replaced the tubing, the instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 10 ml from under a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was running samples when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.